Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis revealed outer insulation abrasion at 10.2cm from the connector pin, due to friction to the ICD can.